Event description:
It was reported that the patient expired. The severely stenosed target lesion was located in the calcified mid left anterior descending (lad) artery. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, a 0.14 non-bsc wire was used as a support wire to the lesion and a non-bsc microcatheter was used to exchange out for a rotawire floppy. Ablation was performed using the burr at 170,000rpm and with rpms not dropping below 153,000rpm. The first and second run were at 25 seconds and 20 seconds respectively. The burr was removed. However, once the burr came out of the catheter, the burr became stuck on the wire. The rotawire was then cut and a trapping balloon was used to trap the wire and put a non-bsc microcatheter over it to do a wire exchange for a workhorse wire to complete the stenting. Subsequently, the patient became bradycardic and flow down the lad became sluggish. Many attempts were done for about half an hour, but the patient expired.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was inspected and it was discovered that it was cut approximately at 167.3 cm from the proximal end and one section was not returned. Based on the marks found at cut end, it seemed to be that it was mechanically cut. The guidewire body was found kinked approximately at 1.8 cm, 3.7 cm and 167 cm from the proximal end. No more damages were found in the device. Dimensional inspection revealed that the outer diameter of the middle and proximal sections of the device were within specification.

Event description:
It was reported that the patient expired. The severely stenosed target lesion was located in the calcified mid left anterior descending (lad) artery. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, a 0.14 non-bsc wire was used as a support wire to the lesion and a non-bsc microcatheter was used to exchange out for a rotawire floppy. Ablation was performed using the burr at 170,000rpm and with rpms not dropping below 153,000rpm. The first and second run were at 25 seconds and 20 seconds respectively. The burr was removed. However, once the burr came out of the catheter, the burr became stuck on the wire. The rotawire was then cut and a trapping balloon was used to trap the wire and put a non-bsc microcatheter over it to do a wire exchange for a workhorse wire to complete the stenting. Subsequently, the patient became bradycardic and flow down the lad became sluggish. Many attempts were done for about half an hour, but the patient expired. It was further reported, that the valve area was 0.9cm. The back of the wire bent which would not allow the burr to come off the wire. The rotawire was cut and stayed in the patient's body and the burr was taken out of the body after the vessel was rotablated. The patient was stable during the time the wire was cut. The patient went into ventricular fibrillation that could not be resolved that possibly caused the patient's death. It was noted that the physician's opinion was that there was no relationship between the device and cause of death.